Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited the site and confirmed the reported problem that the field "system mode" in the log file was not correct, and it was not an issue with startup. After reviewing log, it shows that "system mode" recorded as "startup" inaccurately; it should have been "normal" for normal operation. Fse found, it was unable to conduct precise troubleshooting. Nevertheless, this reported issue will not affect the procedure or the patient. Philips is investigating and will take corrective action if necessary. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred not during the procedure but was found during troubleshooting, where the log file had incorrect data and did not have the actual system, mode. This issue will not impact the procedure or the patient. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that system had startup issue. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited the site and confirmed the reported problem that the field "system mode" in the log file was not correct, and it was not an issue with startup. After reviewing log, it shows that "system mode" recorded as "startup" inaccurately; it should have been "normal" for normal operation. Fse found, it was unable to conduct precise troubleshooting. Nevertheless, this reported issue will not affect the procedure or the patient. Philips is investigating and will take corrective action if necessary. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred not during the procedure but was found during troubleshooting, where the log file had incorrect data and did not have the actual system, mode. This issue will not impact the procedure or the patient. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected. The serial number, manufacture date, reporting institution name, reporting address line 1, reporting address city, reporting address state and the reporting address postal have been updated.